Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the distal conductor was distorted. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism, and that the lead was damaged at implant.

Event description:
It was reported that the fixation mechanism on the lead would not extend or retract. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.